Manufacturer narrative:
The insulin pump received with no button response due to keypad connector unlocked. Unable to verify battery out limit alarm and perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. No blank display during testing. No damage found on isolation tape noted. The insulin pump received with cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 22.7 mmol/l. It was reported that the customer experienced vomiting and dehydration. The customer woke up with high blood glucose levels, and the insulin pump had a blank display. Troubleshooting for the blank display was performed. A battery was inserted, and the insulin pump gave a battery out limit alarm. The customer was able to clear the alarm, then the buttons stopped working. The time on the screen did advance. Advised that the insulin pump would be replaced due to the buttons not responding. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.